Manufacturer narrative:
D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. Visual inspection confirmed that there were no anomalies found. Additionally, there was a bent cannula observed. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Occlusion test was conducted and it was identified that there was a flow observed in the product and there was no occlusion. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a line blocked alarm on three separate cleo devices. Replacements were performed and therapy resume successfully. There was patient involvement, no injury was reported.